Event description:
My daughter has been diagnosed with type 1 diabetes and uses the dexcom g7 sensors. Here lately the sensors have been less than satisfactory, my 5year old daughter's arms are riddled with punctures from sensors that have malfunction upon insertion. As a parent I am livid and want some kind of action. When you are inserting the sensor either the wire from the sensor will poke back through or bleed through the sensor entirely. It's not fair to only get a ration of 3 dexcom's a month for 2 of them to fail right off the bat. This can also cause inaccurate readings for the patient and send them into dka (diabetic ketoacidosis) if not noticed. Pt code: 2364. Device codes: 2588, 1535. Ref report: mw5174598.